Event description:
It was reported that a transfer set disconnected from the patient line during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, the caregiver (cg) stated that the patient was loosely connected to the setup. The technical service representative (tsr) advised the cg to end therapy. The cg planned to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.